Manufacturer narrative:
Awareness occurred as a result of reviewing the dataset submitted as part of a retrospective clinical study. An event regarding revision of a kinematic ii was reported. The exact cause of the event could not be determined with the limited info provided. Further info including the explanted devices, a complete event description including the reason for revision surgery, complete device details, post primary, f/u, post revision x-rays, notes from f/u visits, as well as complete pt med and clinical info would be required in order to carry out a full investigation. No info was provided despite being requested to indicate that the event was device, mfg or design related. Should add'l info become available the investigation will be reopened.

Event description:
It was reported that, "stryker hinged knee was revised."